Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time. It was also referenced that the patient had underwent a gynecological procedure on (B)(6) 2007 and ams monarc subfascial hammock was implanted into the patient.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent laparoscopic tubal ligation with kleppinger¿s, anterior and posterior repair. It was reported that the patient underwent mesh revision on (B)(6) 2006 for repair of erosion of trans obturator tape mesh by taking redundant mucosa and overlaying this on exposed mesh. It was reported that the patient underwent exploratory laparotomy, tah and bso concurrently with monarc on (B)(6) 2007.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 4/15/2016, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 06/21/2016. It was reported that following insertion the patient experienced urinary retention and stress urinary incontinence.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui, cystocele, rectocele, and failed btl. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, recurrence, dyspareunia and vaginal scarring. It was reported that patient underwent mesh revision and cystoscopy on (B)(6) 2006 due to urinary retention. It is also reported that patient underwent repair of erosion of mesh by taking redundant mucosa and overlaying this on exposed mesh on (B)(6) 2006 due to erosion. It was reported that patient underwent mesh resection on (B)(6) 2006 due to erosion. It was reported that patient underwent total abdominal hysterectomy / bilateral salpingo-oophorectomy on 2007. It was reported that patient underwent excision of eroded mesh on (B)(6) 2009 due to erosion. It was reported that patient underwent urethrolysis on (B)(6) 2012 due to erosion.

Manufacturer narrative:
(B)(4).